Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported migration or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported migration appears to be related to challenging patient anatomy (large coaptation gap), per case details. The reported poor imaging appears to be related to procedural conditions (poor image quality). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 functional tricuspid regurgitation (tr) and large coaptation gap for a triclip procedure. During the procedure, first triclip was implanted and the clip was cantered and it was partially moved from the anterior leaflet. Additional clip was implanted to stabilize the cantered clip. The final tr was grade 3. There were no adverse patient effects or clinically significant delays reported.